Event description:
It was reported to boston scientific (bsc) on 11/22/2006 that, a customer encountered problems during use of a guidewire. According to the customer: "wire [device in question] has torn." The following additional information on the event procedure was received on 12/04/2006: "when the physician applied torque to the guidewire [device in question] to access the lesion, the physician realized that the guidewire tip [device in question] did not follow the proximal movement. The distal tip of the guidewire (10-15cm) had separated from the rest of the guidewire [device in question], however the proximal part of the broken tip was still pulled back the microcatheter and followed the retrieval. Therefore the physician could remove the separated tip [device in question] without problems from the patient. Patient outcome: good. No complications." No event/procedure date was provided.

Manufacturer narrative:
The device in question was returned to the manufacturer on 12/06/2006 for evaluation. An investigation on the device in question has been initiated. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.